Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, cellulitis, abdominal pain lower and vaginal sling procedure. Previously administered products included for birth control: mirena from (B)(6) 2012 to (B)(6) 2013 and mirena from 2009 to (B)(6) 2011. Concurrent conditions included adhesion, keratoconjunctivitis, incontinence, celiac disease and post coital bleeding. Concomitant products included apremilast (otezla) from 2014 to 2017 and naproxen sodium;sumatriptan succinate (treximet) in 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2013, the patient experienced rash ("rash/skin condition- rash left wrist"), psoriasis ("psoriasis"), eczema ("eczema"), hand dermatitis ("dermatitis hand"), blister ("skin lesion/blister- right cheek, neck, armpits") and peripheral swelling ("swelling right hand"). In (B)(6) of 2014, the patient experienced episcleritis ("episcleritis"). In (B)(6) of 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) of 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) and urinary tract infection ("uti/ recurring uti's"). In (B)(6) of 2017, the patient experienced psoriatic arthropathy ("autoimmune disorder- psoriatic arthritis"). In (B)(6) of 2017, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes-mood swings") and depression ("depression"). In (B)(6) of 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia) and vaginal haemorrhage ("abnormal bleeding (vaginal). In (B)(6) of 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping). On an unknown date, the patient experienced abdominal pain ("abdominal"), alopecia ("hair loss"), nausea ("nausea") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, urinary tract infection, fatigue, mood swings and depression had resolved, the abdominal pain, alopecia, nausea, weight fluctuation, psoriatic arthropathy, episcleritis, psoriasis, eczema, hand dermatitis, blister and peripheral swelling outcome was unknown and the rash and migraine was resolving. The reporter considered abdominal pain, alopecia, blister, depression, dysmenorrhoea, dyspareunia, eczema, episcleritis, fatigue, hand dermatitis, menorrhagia, migraine, mood swings, nausea, pelvic pain, peripheral swelling, psoriasis, psoriatic arthropathy, rash, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical record were received. Events per pfs: hormonal changes-mood swings, abnormal bleeding (vaginal), depression, autoimmune disorder- psoriatic arthritis, episcleritis, psoriasis, eczema, migraines / headaches, dermatitis hand, skin lesion/blister- right cheek, neck, armpits, swelling right hand and dyspareunia (painful sexual intercourse). Events onset date, lot number, medical history, concurrent condition and concomitant medication were added. Outcome for pain, dysmenorrhea, abnormal bleeding, uti, dyspareunia, fatigue, mood swings and depression were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, cellulitis, abdominal pain lower and vaginal sling procedure. Previously administered products included for birth control: mirena from (B)(6) 2012 to (B)(6) 2013 and mirena from 2009 to (B)(6) 2011. Concurrent conditions included adhesion, keratoconjunctivitis, incontinence, celiac disease and post coital bleeding. Concomitant products included apremilast (otezla) from 2014 to 2017 and naproxen sodium;sumatriptan succinate (treximet) in 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("rash/skin condition- rash left wrist"), psoriasis ("psoriasis"), eczema ("eczema"), hand dermatitis ("dermatitis hand"), blister ("skin lesion/blister- right cheek, neck, armpits") and peripheral swelling ("swelling right hand"). In (B)(6) 2014, the patient experienced episcleritis ("episcleritis"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti/ recurring uti's"). In (B)(6) 2017, the patient experienced psoriatic arthropathy ("autoimmune disorder- psoriatic arthritis"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes-mood swings") and depression ("depression"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal"), alopecia ("hair loss"), nausea ("nausea") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, urinary tract infection, fatigue, mood swings and depression had resolved, the abdominal pain, alopecia, nausea, weight fluctuation, psoriatic arthropathy, episcleritis, psoriasis, eczema, hand dermatitis, blister and peripheral swelling outcome was unknown and the rash and migraine was resolving. The reporter considered abdominal pain, alopecia, blister, depression, dysmenorrhoea, dyspareunia, eczema, episcleritis, fatigue, hand dermatitis, menorrhagia, migraine, mood swings, nausea, pelvic pain, peripheral swelling, psoriasis, psoriatic arthropathy, rash, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain. Lot number: a57122 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, dermatitis allergic, urinary tract infection, fatigue, alopecia, nausea and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: event injury nos was updated with pelvic pain, dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, uti, fatigue, hair loss, nausea, weight fluctuation. Reporter (consumer) information updated, patient date of birth, age group added, lab data, essure indication updated, product stop date, and reporter causality comment added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.